Event description:
It was reported that a male patient, initial right shoulder implanted on an unknown date, underwent a revision procedure in (B)(6) 2025. The patient had dislocated and was x-rayed which showed a broken glenoid. They were booked to revise. The surgeon removed the broken implant. The cage was snapped and had migrated as per the x ray. The wound was infected around the breakage. All parts and pieces were removed, and no fragments had fallen into the wound site. The cage had snapped off and was not attached to the baseplate. There were significant signs of wear to the poly. A spacer was implanted, and a new CT was ordered. It looks like the patient will need a custom and hrp due to bone loss. The patient required prolonged hospitalization as a direct result of this issue. They are waiting for the infection to clear and cts to be done to formulate a plan of next steps. There were no surgical delays during the procedure. Device images and x-rays were provided. The explanted devices are available for return. No further information. This is 1 of 3 reports for this event. See mdrs 1038671-2025-01959 and 1038671-2025-00868.

Manufacturer narrative:
H3 - the revision was likely due to a combination of infection, loosening, fracture of the center peg leading to migration of the polyethylene glenoid body. Migration of the polyethylene likely allowed for subsequent metal-on-metal wear between the retained center cage and humeral head and abnormal wear/damage to the polyethylene. Contributing factors to the reported failure may include anatomic instability within the shoulder joint, misalignment or incomplete seating of the peripheral pegs/center cage of the glenoid at the time of implantation, and potentially a lack of cement on the peripheral pegs. However, the sequence of events and/or relationship between the reported dislocation, infection, and loosening cannot be determined and infection cannot be confirmed from the provided information. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.